Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, living with diabetes 9 / page 107. Warning: if an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The customer reported he called his doctor and was prescribed unknown antibiotics due to an infection at the insertion site. The pod worn between 36 and 48 hours.